Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation/detachment was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the distal left anterior descending artery with heavy calcification, heavy tortuosity, and 85-90% stenosis, a non-abbott dilatation balloon was used to pre-dilate the lesion. A 2.75x38 xience prime stent delivery system (sds) was advanced but could not cross. During removal of the sds without resistance, the proximal shaft separated in two pieces outside of the anatomy. A new same size xience prime sds was used to treat the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.